Event description:
Pt was a (B)(6) male with embolization at the left middle cerebral artery (l-mca) where the vessel extends upward. Percutaneous transluminal angioplasty was performed and the embolism moved to m2 of l-mca. Merci retriever v 2.0 firm was used to retrieve the clot from m2. Pt had a thrombolysis in cerebral infarction (tici) score of 2c after treatment. Dissection accompanied by acute hydrocephalia was noticed at a postoperative CT scan. Tissue plasminogen activator (t-pa) was not administered during the case. External ventricular drainage was performed for the acute hydrocephalia as a medical intervention. Physician believes that the cause of the dissection may have been due to scratch of the vessel with the merci device due to vascular anatomy. Physician stated that it is difficult to judge to what extent the hemorrhage affected the pt¿s condition as infarcted area was seen around left temporal lobe to occipital lobe.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.